Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Event description:
A customer contacted baxter's global technical services regarding a check patient line alarm that appeared on the homechoice (hc) unit during initial drain. The technical services representative (tsr) assisted the home patient (hp) with troubleshooting the alarm. The hp then revealed that there was air in the patient line. The tsr assisted the hp in ending therapy. The hp to restart with new supplies. No injury or medical intervention was reported. During a follow up with the hp regarding the alarm, it was found that nothing unusual was noted with the hc set; however, the hp could not recall how they completed therapy that night.

Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm was determined to be caused by the air in the patient line. The cause of the air in the patient line was not confirmed due to a lack of sample. A batch review was performed on the associated lot (h10c30025) with no issues noted. During a follow up call by product surveillance, it was reported there were no visual defects on the supplies and the patient was able to resume therapy successfully with new supplies. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.